Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from recurrent otitis media; ultimately the electrode array extruded from eac in (B)(6) 2018. No trauma has been reported. The user has been successfully re-implanted on (B)(6) 2018.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on the received information a migration of the electrode array out of the cochlea, as determined by a CT scan, has occurred, most likely due to the reported recurrent otitis media. A full insertion was achieved during implantation surgery. A review of the devices sterilization records shows that the device has been subject to a valid sterilization process. The recipient has been reimplanted. This is a final report.

Event description:
The user suffered from recurrent otitis media; ultimately the electrode array extruded out of the cochlea into the external auditory canal in (B)(6) 2018. No trauma has been reported. The user has been successfully re-implanted on (B)(6) 2018.